Manufacturer narrative:
The product analysis indicated the motor is not running, servicing was unable to confirm the device was getting hot. A sharp tone was also audible during testing. The motor cable assembly was replaced. The device was repaired and tested to specifications.

Event description:
The customers repair request indicated the microdebrider became heated pre-operatively.